Event description:
A consumer reported that his vision has gradually decreased following bilateral intraocular lens (iol) implant surgeries (in 1998). The consumer visited another hospital (not where initial surgery was performed) and at that visit, the consumer was informed that there was opacification of the iol. The iols were exchanged in 2009. Additional information has been requested. There are two medical device reports associated with this event; this report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).